Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an abscess over cervical incision sites. It was also noted that patients son was able to drain abscess and had a significant amount of puss drained. The patient was prescribed antibiotics for possible staph infection. The infection was not device or procedure related.